Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to clinic for follow-up, upon interrogation of the pulse generator the message -data not read- appreared. The device was explanted and replaced.

Event description:
Additional information notes the pulse generator was explanted, due to elective replacement indicator (eri).

Manufacturer narrative:
Analysis confirmed normal battery depletion.